Manufacturer narrative:
The oxygen regulator assembly was returned to the philips failure investigation lab for analysis. It was observed the part was leaking intermittently at the bonnet relief holes.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14aug2020.

Event description:
It was reported to philips that the device was leaking oxygen inside the covers. The device was not being used on a patient at the time of the event. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse determined that the unit was leaking o2. When the o2 cable was connected from the wall outlet the fse reported hearing the gas leaking inside. The fse replaced the o2 regulator and tested the unit. After the regulator was replaced the unit was no longer leaking. During testing the fse also observed that the backup battery had a date code of (B)(6) 2010. The fse replaced the backup battery due to age, and performed a complete performance verification testing (pvt). All tests passed.